Manufacturer narrative:
Age at time of event: approximately 70's. (B)(4)

Event description:
It was reported that the f spline was detached from is proximal locations. During the left ventricular mapping procedure, it was noted that all of f spline's electrograms were changed to artifacts. The affected electrodes were disabled and the mapping was completed without any issue. Upon removing the catheter from the patient's body, it was observed that f spline was detached from its proximal locations. No patient complications occurred and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer. Visual inspection shows spline 2 is detached on the proximal side of the array. The deployment shaft is peeling. The array is deformed. Discoloration is seen across the electrodes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The orion dfu states: "warnings: do not operate the catheter against resistance. If resistance is felt during advancement, retraction, articulation, deployment or un-deployment, stop and evaluate device location under fluoroscopy. Do not advance or retract the catheter through a sheath when deployed or articulated." And "precautions: always undeploy the catheter prior to removal from the patient. Use visualization (such as fluoroscopy) to verify undeployment. Do not deploy or articulate the catheter while the distal end is inside a sheath." (B)(4).

Event description:
It was reported that the f spline was detached from is proximal locations. During the left ventricular mapping procedure, it was noted that all of f spline's electrograms were changed to artifacts. The affected electrodes were disabled and the mapping was completed without any issue. Upon removing the catheter from the patient's body, it was observed that f spline was detached from its proximal locations. No patient complications occurred and the patient's condition is fine.